Event description:
A report was received that the patient felt like jello in the legs when the stimulator was turned on or off.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient felt like jello in the legs when the stimulator was turned on or off.